Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. Further information was requested but not received.

Event description:
It was reported that the patient presented in clinic. Device interrogation showed the right atrial (ra) lead exhibited high pacing impedance, high capture threshold and low sensing amplitude measurements. The device was reprogrammed to vvi pacing mode. The patient was stable.